Event description:
It was reported the pt lost stimulation. The pt was unable to communicate with his charger. F/u identified the issue reoccurred, and use with a different charger could not resolve the issue. It was reported surgical intervention may be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.